Event description:
It was reported that the target lesion was located in the proximal, mid, and distal left anterior descending artery (lad) with mild tortuosity, heavy calcification, and 75% stenosis. A non-abbott guide wire was delivered to the lad, and a second non-abbott guide wire was delivered to the 1st diagonal artery as a protection guide wire. A 2.5 x 8 mm non-abbott balloon was used for pre-dilatation. After performing intra-vascular ultra sound (ivus), the xience v 2.5 x 18 mm was delivered toward the lesion, but didn't cross the lesion. The xience v was retracted from the patient anatomy, and another non-abbott guide wire was delivered toward the lad as a second protection guide wire, for a total of three guide wires in the patient anatomy. A non-abbott 2.5 x 15 mm balloon was then inflated at the lesion. The xience v stent was attempted to be delivered again, but didn't cross the lesion. The non-abbott 2.5 x 15 mm balloon was delivered to the distal side of the lesion and inflated. At the same time as deflation of the non-abbott balloon, the xience v was delivered toward the lesion, but it still didn't cross the lesion. When the physician attempted to retract the xience v, the stent implant dislodged around the calcified portion of the lesion. After performing ivus, the dislodged stent implant was retrieved with the snare. A non-abbott drug eluting stent (des) and another xience v were implanted at the lesion and the procedure was completed successfully. There were no issues noted at preparation, as the xience v stent implant was observed to be in the proper location with no damage noted. The physician commented that the stent dislodged due to the heavy calcification. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: (2)sion blue, neos route, fielder fc. Guide cath: mach1 7f, al1, 5sh. Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. The failure to advance/cross and difficulty during removal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. [Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or / and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter.] In this case, the IFU deviation appears to have contributed to the stent dislodgement.